Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was turned off due to an unknown alarm. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.